Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide corrections and additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. Updated fields: b6; d8; d9; g3; h2; h3; h4; h6 and h11. Corrected field: e1. The device was culture tested positive by the customer. Olympus provided the following result of the culture test, by the customer: sampling date: (B)(6) 2025. Sampling from: instrument channel; air/water canal. Cfu: >150 colony forming unit (cfu). Bacterial identification: serratia marcescens; microaerophila; pseudoman aeuroginosa. In addition, the device evaluation found the air/water (aw)-cylinder (tube) and aw-tube had foreign objects (white foreign material). Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. The device was tested negative by olympus; therefore, the user request is not confirmed. The results conformed to the regulation's recommendation. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established. The most probable cause of the foreign objects was also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.